Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a system failure. No patient involvement reported.

Manufacturer narrative:
Device evaluated, visual inspection performed and found cracked bottom case and right plunger case. The event history log had a primary audible alarm background test. Power up process, audio test, occlusion test were performed; the reported issue cannot be duplicated. No problem was found. No repair needed for reported problem since no problem was found. Performed power up process, audio test, preventive maintenance (pm) and all functional tests passed. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. A service history review identified this device has not been in for service previously.